Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned. The patient's pump pocket discomfort was likely due to the choice of pump placement or patient anatomy/preference. (B)(4).

Event description:
Agent contacted technical solutions to report a pump pocket revision. Technical solutions contacted the agent covering the issue for additional details. The agent stated that "a pocket revision was done first. The catheter access port was accessed in the new pocket and found the catheter wasn't patent. Placed a new catheter in the intrathecal space and spliced the old and new catheters together in the old pump pocket." Patient had their pump pocket revised due to discomfort. MFR 3010079947-2021-00022 was opened to capture the allegation of the catheter revision.